Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter had disconnected while opening the blister package and a clean needle stick injury occurred. There was no report of medical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation. A photo inspection revealed a hub collar separation. A review of the device history record revealed the device was manufactured in march, 2016 and there were no irregularities during the manufacture of the reported lot # 6074661. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, our quality engineer states that the most likely cause is improper welding. This issue has been raised to the leadership team and is being investigated by a separate team.